Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it measuring lower peep (positive end expiratory pressure) than set was confirmed. Ventec also confirmed that its exhaled tidal volume (vte) levels were fluctuating, which could lead to high or low vte, thus confirming the reported low vte issue. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.